Manufacturer narrative:
Device investigations only found damage to the conductive link most likely attributable to the removal surgery, i.e. A cut into the silicone body like by a sharp instrument. This finding appears to be in contrast to the problems mentioned in the patient report. Based on available information, it was not possible to identify causes for the reported issues during the case investigation. This is a combined initial and final report.

Event description:
Reportedly, the patient abruptly lost benefit from the device. The patient has been re-implanted.